Manufacturer narrative:
An intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, wires at the tips of the large suturecut needle driver was broken. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.